Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and undersensing. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried tissue. The measured full helix extension length was within specification. The reported events of failure to capture and undersensing were not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. It was determined that the right atrial lead had dislodged. The patient was scheduled explant and the lead was replaced. Further information was requested but not received.

Event description:
New information received notes that the right atrial lead exhibited failure to capture and under-sensing. Lead dislodgement was confirmed by fluoroscopy. The patient was stable.